Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pounds per square inch testing three times during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log revealed multiple presence of 'downstream occlusion!' Alarm. Downstream occlusion testing was performed, and the device was found to be within specification. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. The force sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.